Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the display of the insulin pump. Customer's blood glucose level was 98 mg/dl. Buttons were not pressed for longer than 3 minutes. Customer stated that the buttons do not respond and the pump was not exposed to moisture. Insulin pump will need to be returned and replaced. No additional information provided.